Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 257 mg/dl. Customer stated that she could not clear it. Customer stated that the buttons will not activate and it has happened before. Customer reported that she may have rolled over on the pump. Troubleshooting for high blood glucose level could not be performed due to the button error. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.